Event description:
It was reported by the staff that the surgeon used the stapler with the green reload on stomach and the stapler and reload malfunctioned. The surgeon oversewed anastomosis, but it still leaked. The pt had to have a re-operation the next day.